Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an air leak. The device was in clinical use when the issue occurred; the patient was moved to a different device. There was no patient or user harm reported. The device was evaluated by an engineer, and it was reported that the problem could not be replicated on site. The engineer noted that the probable cause was due to a malfunction in the pipeline. An additional evaluation was performed, and the engineer reported that the issue was replicated. Air leakage coming from the circuit tube was observed. It was noted that the probable cause was due to a malfunction with the circuit tube. The circuit tubing was replaced to resolve the issue. The system meets the specification for the service performed and is returned to use.